Event description:
It was reported that via remote transmission, non-sustained right ventricular oversensing was observed. The device was post-paced t-wave oversensing. Programming changes were recommended.